Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii was loaded properly but was unable to be fired into the aorta. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).